Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown gastric surgery on (B)(6), 2022 and suture was used. During the procedure, while continuously suturing , the suture was noted to be frayed and use was stopped. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2022. H3 investigational summary: visual analysis of the returned sample determined that one opened sample of product code j311 was received for evaluation. The product code is single armed. As per visual inspection of the sample received, the suture strand was received cut in two section and it was observed wavy which exhibits a zig-zag condition. No body fluids were observed. Based on the information currently available, wavy suture was identified during the visual inspection of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.